Manufacturer narrative:
Correction: initial medwatch was submitted as a second event, upon further information it was found that this medwatch 3006260740-2017-01143 is a duplicate file and has been voided. The event and investigation results have been submitted on medwatch 3006260740-2017-01107.

Event description:
Facility reported PICC was placed on (B)(6) 2017, in the right basilic vein. PICC was verified with chest x-ray due to onset afib. Tip was seen to be at the mid-lower svc (2-3 cm above caj). Nurse was called on day 7 stating PICC has had intermittent problems and had been cathfloed two times. On day 7 the PICC completely stopped working. Chest x-ray was done and PICC was proximal svc, 8 cm from caj. Original dressing was intact and PICC remained 0 cm out. PICC was replaced on (B)(6) 2017.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reaz1009 showed no other similar product complaint(s) from this lot number.

Event description:
Facility reported PICC was placed on (B)(6) 2017, in the right basilic vein. PICC was verified with chest x-ray due to onset afib. Tip was seen to be at the mid-lower svc (2-3 cm above caj). Nurse was called on day 7 stating PICC has had intermittent problems and had been cathflowed two times. On day 7 the PICC completely stopped working. Chest x-ray was done and PICC was proximal svc, 8 cm from caj. Original dressing was intact and PICC remained 0 cm out. PICC was replaced on (B)(6) 2017.